Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was unresponsive and would not unlock despite removal of a screen protector, consistent with a touchscreen malfunction of the display assembly. Symptoms included no alarms or alerts and no reported changes in blood glucose. Outcomes included device replacement and return of the original unit. Investigation included review of the event history and return logistics to enable further assessment. Investigation of this device revealed a failure to register touch input on the user interface, consistent with a display or touchscreen hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.